Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32269. It was reported that the patient experienced a csf leak during an implant procedure. The physician explanted both scs leads and aborted the procedure. The physician stated that they had severe pain in their feet and was admitted ot the hospital due to the patient not improving post-op. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.